Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor was functioning properly and passed with accurate readings. However, found the sensor cannula was bent, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced sensor reading discrepancies. Customer stated that the sensor was reading 40 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 279 mg/dl. They turned the sensor off and restarted it two hours later but it would not accept the calibrations. They were advised about the proper calibration and insertion process. The product would be replaced and returned for analysis.